Event description:
It was reported when the patient presented in clinic, capture and sensing thresholds anomaly was noted on both rv and ra lead. Both leads were capped and replaced on (B)(6) 2017. The patient was stable before, during and after the procedure.